Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, after extracting the right ventricular (rv) lead, the physician was "unable to wire the superior vena cava (svc) due to total occlusion of left subclavian vein." The physician chose to explant the entire system and a right sided implant was completed at a later date. No patient complications have been reported as a result of this event.